Event description:
Account - (B)(6). Sku# 329515 lot # 4193027 quantity - unknown. Complaint - yesterday we had to pull lot numbers 4193027 and 4164021 for sap # (B)(4) because there was a safety event that occurred with the insulin needles. During the event it was discovered that the needles were not retracting. There were several needles tested and all of them seem to be doing the same exact thing. I wanted to inform you all so that you can reach out to anyone who may be impacted.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.